Event description:
Original med-watch report states pt had total knee 5/6/95. Pt complained of pain. Components loose. Follow-up investigation with the user facility (med-watch originator) confirmed the pt had a uni-compartmental knee implanted on 5/6/95. Pt had functioned well, but had flexed and felt a sharp pain in the knee then, pain ever since.